Manufacturer narrative:
Investigation summary: two samples and one photo received by our quality team for investigation. Through visual inspection, stain on the printing paper of the product is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with condensation leak on the sealing dice. The dice (part of the machine that seals the paper with the plastic film) has a cooling system which must be cleaned, drained and verified that there is no leak derived from condensation, since if there is a leak through the die temperature leads to the formation of stains due to the presence of water, thus generating the stain defect on the blister pack. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Event description:
No additional info received.

Event description:
It was reported that 2 of the bd plastipak¿ syringe experienced discolored blister pack. The following information was provided by the initial reporter, translated from spanish to english: contamination of 2 syringes by a yellow-colored matter in primary packaging.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.